Event description:
Customer reports taking unspecified insulin based on result of 16.8 mmol/l obtained on the aviva system. That night (timeframe unknown), customer reported low blood glucose symptoms. Customer tested hi (greater then 33.3 mmol/l) on the aviva system. Customer tested 4.3 mmol/l on her one-touch ultra easy system. Customer was treated with oral glucose and sweetened milk. Low blood glucose symptoms improved. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.